Event description:
The customer reported the unit would not power on. There was no report of any pt involvement.

Manufacturer narrative:
The factory has not yet received the device for evaluation, and this complaint is still under investigation.